Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 4 and 5 were failed and required maintenance. A field service engineer identified both drawers as failed due to hardware issues, determined that the magnet on the latch inseparable of drawer 5 was missing, causing the failure, and replaced the latch inseparable, restoring full functionality. Further inspection of full height drawer 4 revealed defective components, including the main module controller board, retractor, drawer controller board, and two cubie tray row boards, all of which were replaced. After repairs, full height drawer 4 was fully functional, performed multiple tests using the hardware test application (hta) to verify proper operation of both drawers, and the customer completed an inventory count on both drawers with no further issues identified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 4 and 5 were failed and required maintenance. Customer attempted reboot and recovery, which was unsuccessful, power cycled the unit by unplugging and reconnecting the power cable, but the issue persisted, opened the back panel and performed inspection; however, the issue remained unresolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.